Event description:
It was reported that the atrial lead exhibited a loss of both capture and sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 3830 lead implanted: 2007 (B)(6). (B)(4).